Event description:
This unsolicited device case from united states was received on (B)(4) 2015 from another healthcare professional. This case concerns a (B)(6) male patient who died while receiving treatment with synvisc. No past drugs, medical history, concomitant medications, or concurrent condition was reported. On an unknown date, the patient commenced treatment with synvisc injections (route, dose, frequency, batch/lot number and expiration date: unk) into unspecified location for osteoarthritis. On an unknown date, the patient died due to unknown cause. It was unknown whether an autopsy was performed. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same.